Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. The patient reported that during an unrelated procedure, they were told that the pulse generator was not functioning appropriately. Upon interrogation of the device, trend of high threshold was noted on the right ventricular and atrial leads. The device was reprogrammed. The patient was stable.